Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. No serial number was identified, as such a DHR review could not be performed. The complaint reported cannot be confirmed. The study is not conclusive of relating the reported conditions. Root cause cannot be determined at this time.

Event description:
A lead study coordinator reported that on (B)(6) 2018 the nl8505071 sundt external shunt 3mm x 5mm had caused a small infarct. The patient was not symptomatic following the left cea procedure. However, patient did later develop numbness, tingling on the left side of the body. This occurred 9 days post procedure (left carotid endarterectomy (cea) done (B)(6) 2018 and MRI with small infarct found (B)(6) 2018). This was not related to the procedure or the use of a shunt. The doctor correlated infarct to elevated blood pressure. The MRI was done 9 days post procedure, infarct was not related to procedure. Brain imaging done after the procedure which showed no infarct. The device was in contact in patient with unknown patient injury reported. There was no delay in surgery with no known adverse consequence caused by the delay.